Event description:
It was reported that this brady lead was a case of an attempted implant in the deep septal placement, due to increasing capture threshold output and helix not retracting. This brady lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.